Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. According to the reporter, he has used this type of wafer for years. He is also using an eakin seal. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Event description:
End-user reports a superficial open area approximately 19mm round that is red and not draining and surrounded by denuded skin. The issue occurs under the mass only. The product was in use for 3 days.